Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation; therefore, the reported inaccuracy cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. A root cause for the reported inaccuracy and hypoglycemia cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report passing out and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that they were at the physical therapy clinic using the restroom and the staff found her passed out. The staff called 911 and the patient was taken to the hospital. The patient could not remember what they gave her at the hospital. The patient feels fine now. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned to dexcom for evaluation. The transmitter ((B)(4) lot number 5198324) being used with the sensor was returned for evaluation on (B)(6) 2015. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, the receiver ((B)(4)/lot number 5198510) being used with the sensor and transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event. The complaint of inaccuracies could not be confirmed. A root cause for the reported event cannot be determined.